Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm4) was returned for failure analysis, and the reported event was confirmed but not replicated. The logs showed an error that indicated the sterile adaptor sensor faulted on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller, carriage interface (acci) and presence pins were inspected, and no faults could be identified. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) of patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the usm4 returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, customer had issues with stapler instrument that was installed on universal surgical manipulator (usm4) of patient side cart (psc). Customer stated that instrument froze on usm4 and they were unable to control it. It was further stated that instrument began to retract on its own. Customer was able to gain control of instrument again to complete the procedure. The same stapler was tested and used on two other usms without any issue during same procedure. Customer requested a system inspection. The procedure was completed with no reported injury.